Event description:
It was reported that this right ventricular (rv) lead suspected to have dislodged not allowing the tricuspid to close causing regurgitation. The physician planned an entire system removal in about two weeks. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.